Event description:
It was reported that the patient experienced atrophy with ams 800 artificial urinary sphincter (aus) due to erosion. The existing aus cuff was removed and a new 4.5 cm cuff was placed at the bulbous urethra using perineal approach . Additional information received stated the erosion occurred in the bulbous urethra and the cuff was not downsized.